Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer got reading of 52 says that is very low for her so she ate something then retested got reading of 270 does not feel either of those are accurate. She was having no symptoms. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.